Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic anterior resection of the rectum, the indicator moved above after the indicator was placed 2/3 from the bottom of the gap setting scale at starting the firing. The surgeon closed the device again, but the same event continued. After rotating the adjusting knob several times to close the device, the device was fired. The surgeon did not confirm if there was no gap between the anvil and the housing at the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.